Manufacturer narrative:
Medtronic received the following information from the journal article entitled: risk factors associated with reintervention after thoracic endovascular aortic repair for descending aortic pathologies. Shin-ah son, deok heon lee, tak-hyuk oh, joon yong cho, young ok lee, young eun kim, jung won kim and gun-jik kim. Vascular and endovascular surgery 2019 53 (3) https://doi.org/10.1177/1538574418814989. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for the endovascular treatment of acute and chronic thoracic aortic aneurysms and dissections between. The following events were reported: death.